Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, and it is not possible to observe the defect reported. Thus, it was not possible confirm the complaint or define a root cause to the occurrence. H3 other text : see h.10.

Event description:
It was reported that bd solomed¿ syringe w/ needle would not aspirate during use. The following information was provided by the initial reporter: customer reports: syringe did not aspirate the drug and fell all over. Contact reports that the syringe was not able to aspirate the medicine. She reported that there was the medicine loss, since after attempting a failed aspiration, she tried to place the liquid in the syringe by withdrawing the plunger and subsequently the medicine leaked. No damage. Medication lupron.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe w/ needle would not aspirate during use. The following information was provided by the initial reporter: customer reports: syringe did not aspirate the drug and fell all over. Contact reports that the syringe was not able to aspirate the medicine. She reported that there was the medicine loss, since after attempting a failed aspiration, she tried to place the liquid in the syringe by withdrawing the plunger and subsequently the medicine leaked. No damage. Medication lupron.